Event description:
The pt had a mole removed in 2002. Postoperatively, the pt presented with blistering and redness around the incision area. There was also a foul smell. The wound dehisced 5 days later, and there was a small amount of pus coming from the edge of the wound. The wound was allowed to heal by secondary intention. The pt was prescribed oral antibiotics. The wound was also treated with a topical antibitoic.